Manufacturer narrative:
Citation: perel n, tovia-brodie o, schnur a, et al. Post-transcatheter aortic valve implantation isolated pr prolongation: incidence and clinical significance. Europace. 2023;26(1):euae011. Doi:10.1093/europace/euae011 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro plus (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the significance of isolated pr prolongation after transcatheter aortic valve implantation (tavi). Medtronic (corevalve/evolut r/evolut pro/evolut pro plus = 111) and non-medtronic (various = 325) valve types were implanted in the study population of 436 patients. The authors observed a total of 126 deaths during follow-up after tavi. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse outcomes included: aborted tavi procedure (reasons not disclosed); left ventricular dysfunction; new conduction disturbances (isolated pr prolongation, complete atrioventricular block, syncope, sick sinus syndrome, others); and need for permanent pacemaker/defibrillator implantation. No additional adverse outcomes were noted.